Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.